Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was treated with intraperitoneal (ip) injection of vancomycin 1 gm once on the 4th day and ip injection of amikacin 250 mg once daily (duration not reported). The cause of the peritonitis was unknown. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.